Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient report not feeling stimulation and return of left leg pain. There were no contributing factors. The patient indicated¿last feeling stimulation around (B)(6) 2020. Interrogation showed one lead 0-7 not connected. The manufacturing representative reprogrammed to to only use one lead that was connected. The issue was resolved at the time of the report. 2020-11-19 . The manufacturing representative confirmed the "0-7 not connected" was a high impedance issue.